Event description:
On (B)(6) 2012, pt reported he has experienced insulin leakage with the last 2 boxes of infusion sets. The leak occurs after 36 hours of use and is noticed when the infusion set adhesive is damp after a bolus. He believes the connection of the cannula and the "site itself" is not secure, and this causes the leak. Follow-up was completed with pt on (B)(6) 2012. He met with a certified trainer on (B)(6) 2012, and she believed he would benefit from an insertion device to help insert the cannulas straight. He inserted an infusion set with the trainer and had not experienced any insulin leakage upon follow-up on (B)(6) 2012. Pt was sent a replacement box of insulin sets with longer cannulas and an infusion set insertion device. The alleged products were discarded and will not be returned for evaluation. The pt did not require treatment from a health care professional or second party to address the issue.